Event description:
It was reported that during the implant attempt, the helix would not extend. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found, but blood noted on distal conductor and helix; full lead returned and analyzed.